Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose. Customer stated the paramedics were called to treat their low of 40 mg/dl. The customer stated they were not hospitalized from the low blood glucose incident. The cause of the customer's low blood glucose was unknown. Customer's blood glucose was treated with juice and a glucagon shot. No additional information provided.